Manufacturer narrative:
An event of paravalvular leak due to the patient's anatomy was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, a 25mm epic stented porcine heart valve with flexfit system was implanted in the mitral position. It was later determined that there was a paravalvular leak. On (B)(6) 2022, the paravalvular leak was closed with two amplatzer vascular plugs iii, 9-avp3-145 (lot #7619363) and 9-avp3-105 (lot #6435430). It was reported that the valve was functioning properly and this event was due to the patient's anatomy. No additional information was provided.

Manufacturer narrative:
An event of paravalvular leak due to the patient's anatomy was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, a 25mm epic stented porcine heart valve with flexfit system was implanted in the mitral position. It was later determined that there was a paravalvular leak. On (B)(6) 2022, the paravalvular leak was closed with two amplatzer vascular plugs iii, (B)(4) (lot #7619363) and (B)(4) (lot #6435430). It was reported that the valve was functioning properly and this event was due to the patient's anatomy. No additional information was provided.